Manufacturer narrative:
Concomitant products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator.

Event description:
The consumer reported that they were in the hospital for about one month having severe seizures and were now in rehab. Due to being hospitalized, the patient turned off both of his implantable neurostimulator (ins) s and because they were off, the patient stated that his ¿nerves were going haywire¿. They requested to have a manufacturer representative (rep) to meet with them for assistance in turning on the therapy. On (B)(6) 2016, the patient reported that he still did not have therapy and the patient had an appointment with their doctor and a rep the week after the report. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as complex reg pain syndrome type I and cervical radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.